Event description:
It was reported that the fenestrated bipolar forceps instrument was not recognized by the system. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering tested the instrument on an in-house system and the instrument was successfully recognized. The pogo pins do not stick and are not contaminated. The programming chip also passed verification. The customer reported failure mode could not be confirmed. Engineering also observed various small scratch marks on the distal end of the main tube with light material removed. The scratches are under .250" long and not aligned with the tube axis, suggesting that the damage may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.